Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test could not be carried out due to stretching damage to the shaft of the device. A visual examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination found 1mm of the distal end of one blade to have lifted. All other blades were present and fully bonded to the balloon surface. As per spcb flextome mr specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found the shaft of the device to have stretching damage beginning at the guidewire port and extending approximately 75mm proximally. This type of damage is consistent with excessive tensile force being applied to the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.